Event description:
The pyxis medstation 3500 will allow users to enter and remove any quantity of a profiled drug without any hard/soft stops or warnings. Our facility has had numerous errors as a result, particularly with hydromorphone. In one case, an rn gave a pt 4 x too much hydromorphone. The actual dose was 8mg and pyxis was profiled to dispense 1 of the 8mg tablets. The rn was used to giving 2mg tablets and thought she needed 4 tablets. She was able to easily change the dispense quantity from 1 to 4. There is no safety mechanism in the pyxis to at least let the user know that they are removing a quantity larger than what was ordered - a soft stop-.